Event description:
The uterine balloon of the cook catheter ruptured after placement. Balloon was filled with 80 ml of fluid as per standard protocol. After inflating the balloon, a "swoosh" was heard on the fetal heart monitor and the patient felt immediate increase of pressure. Within a minute, patient began leaking pink tinged fluid, pad was placed under patient and patient continued to be monitored. The leaking continued. The provider was notified and instructed the nurse to check the fluid in the balloon. When the nurse pulled back the fluid from the uterine balloon into a syringe, she noticed dark red, bloody fluid. Nurse spoke to the provider and discontinued the balloon. The vaginal balloon was noted to be intact. FDA safety report ID # (B)(4).